Event description:
Customer reported damage to pump housing around the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.